Event description:
It was reported the device system had been working fine after a lead revision that occurred thirteen months prior (refer to manufacturer report # 2182207-2009-00219) but the pocket and pocket location became very uncomfortable. The stimulator was implanted in the buttocks. The patient underwent a pocket revision. The stimulator and stimulator pocket site were moved to the abdomen. The device system was working fine until 2 1/2 weeks ago (refer to manufacturer report # 3004209178-2009-00140).